Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that during a proctectomy, the tip of the device melted and sparked. Another device was then used to complete the procedure with no patient injury. The device was returned for evaluation and the area around where the electrode melted failed hipot testing.

Manufacturer narrative:
(B)(4). Date of initial report: 09/06/2016. Date of follow-up report: 10/05/2016. Evaluation of the incident device found blood inside the tube and on the spatula tip. The insulation was melted at the aspiration holes. The device failed hipot testing at the location of the melted insulation. The excessive blood inside the aspirator tube created a conductive path between the active electrode and the external surface of the electrode insulation. The instructions for use warns irrigation fluid must be cleared and suction activated prior to activation the electrosurgical handset to prevent this type of occurrence. This product is hipot tested prior to release. Review of the manufacturing non-conformance records found the product was released meeting specifications.